Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed a high-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the dn. This caused the gel fire wires and black pulse wire to break, which caused the electrode belt to fail a high-pot test. Once the dn to rear te cable was replaced, electrode belt was fully functional. The root cause of the pulled cable was unable to be positively determined, but was likely caused by excessive force on the cable. No adverse event resulted from the pulled cable. The last pt to use this belt did not report any deficiencies.